Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the procedure was completed successfully but a new wire used. There was possibly a delay caused by this event due to discarding coating particles & exchanging wire. There was patient involvement as they were under anesthetic but there was no impact to the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue of the guidewire ptfe coating peeling. H3 other text : device not returned for evaluation.

Event description:
It was reported during a procedure that the ptfe coating on the subject guidewire was peeling off when inserted into the introducer. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during a procedure that the ptfe coating on the subject guidewire was peeling off when inserted into the introducer. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.